Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was over 400 mg/dl. The customer stated that she just got out of the hospital last week due to diabetic ketoacidosis. The customer stated that the pump alarmed no delivery. The customer stated that it happened during a bolus and basal delivery. The customer stated that she dealt with this issue and has done a complete set change. The customer stated that the alarm was resolved by a complete set change. The customer stated that the alarm did not occur during manual prime. The customer will return the set and reservoir for analysis.